Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. The patient was asymptomatic during the episode. Technical services (ts) discussed noise appeared to be due to lead under insertion and recommended an x ray and isometrics. The physician reviewed x ray and the lead appeared fully inserted. Ts discussed possible reprogramming options such as programming secondary. This sicd system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received one inappropriate shock due to oversensing of noisy signals. The patient was asymptomatic during the episode. Technical services (ts) discussed noise appeared to be due to lead under insertion and recommended an x ray and isometrics. The physician reviewed x ray and the lead appeared fully inserted. Ts discussed possible reprogramming options such as programming secondary. This sicd system remains in service. No adverse patient effects were reported. Additional information was received, this subcutaneous implantable cardioverter defibrillator (s-ICD) therapy was programmed off, and the patient refused for it to be turned on. Technical services (ts) discussed that device shows clean presenting subcutaneous electrocardiogram with no noise markers or noise. This sicd remains in service. No adverse patient effects were reported.